Manufacturer narrative:
The customer's complaint of discrepant low issues with tni was not replicated with in-house retain testing of triage cardiac t13666n with an in-house calibrator. No issues with tni recovery were observed, the lot performed within specification. Manufacturing batch records for triage cardiac lot t13666n were reviewed and found that the lot met all final release specifications; however, the lot is associated with an ongoing recall related to the potential for negatively biased troponin results on triage cardiac panel.

Event description:
Customer reported discrepant low tni compared to istat, 2 draws: triage (<0.05 both draws) istat (negative first draw, 0.46 ng/ml second draw). Patient presented with chest pain. Patient was sent to the hospital for further evaluation. Diagnoses at the hospital for patient : non-stemi, chest pain, hypertensive urgency, cardiomegaly, acute kidney insufficiency, and elevated liver enzymes.